Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: cf-xz1200l/I operation manual ¿chapter 3 preparation¿ cf-xz1200l/I reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories) the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a chemical analysis of the foreign matter sent with the scope revealed that it was most likely mold. However, visual inspection of the scope revealed no evidence of any deposits that could be the source of the foreign matter. Therefore, it was possible that the foreign matter was mold that has fallen off from some equipment in cleaning environment. However, the definitive source could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during the pre-use inspection of the flex video scope, black foreign material was found in the checking vessel during the air/water supply check. The procedure was completed by replacing it with another one. There were no reports of patient involvement.